Event description:
Four days after the synvisc - one, she had swelling and pain. The pain continued to increase bilaterally. Both knees were drained and a cortisone injection was performed, decreased the pt's pain and swelling. The pain remained severe and the pt had to start walking with a walker. By (B)(6) 2018, she started to have a decrease in pain after aspirations every 2 weeks to manage her pain and swelling. Dose or amount: 6ml 48mg/ml; frequency: 1 injection (both knees); route: suprapatellar knee jt injection under us guidance. Dates of use: (B)(6) 2018. Diagnosis or reason for use: m17.12, m17.11. Event abated after use stopped or dose reduced? Yes.